Manufacturer narrative:
Local service department checked the subject device and found the phenomenon. The subject device was not returned to omsc for evaluation. Omsc presumed that the insufficient or incorrect reprocessing scope was used for next procedure because it might have been used for the procedure with a foreign material clogged. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at local service department of olympus on (B)(6) 2021, it was found that foreign material exiting from the air/water nozzle due to insufficient cleaning. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. According to the inspection result by local service department, the foreign material was white. The exact cause of the reported event could not be conclusively determined. It was presumed from the following information that the foreign material was derived from the gauze or peripheral device. * IFU specifies as below: - remove blockage by flushing water into the air channel. - clean the nozzle opening by gauze or sponges. * according to the past similar case, the nozzle was presumably clogged with foreign material which was derived from such as gauze or peripheral device. It was also presumed that the facility staff were short of training for scope handling according to IFU and reprocessing.